Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation failed downstream occlusion sensor testing. The cause was identified to be an out of specification force sensor which was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum infusion pump by a baxter field engineer technician, the device experienced a failed downstream occlusion sensor test. No additional information is available.